Manufacturer narrative:
Medivators clinical education specialist (ces) was at the facility performing a yearly in-service and reported the facility was using the incorrect hookups with their endoscopes while reprocessing in their dsd-201 automated endoscope reprocessor. There is potential the endoscopes were not properly high level disinfected, thus there is potential for patient cross contamination. It is unknown how long the facility was using the incorrect hookup. The ces has educated the users on correct hookup use and placement as well as provided informational documentation. The facility has received and implemented the correct hookup. There have been no reports of patient harm. This complaint will continue to be monitored in the medivators complaint handling system. (B)(4).

Event description:
Medivators clinical education specialist was at the facility performing a yearly in-service and reported the facility was using the incorrect hookups while reprocessing endoscopes in their dsd-201 automated endoscope reprocessor. There is potential the endoscopes were not properly high level disinfected, thus there is potential for patient cross contamination.